Manufacturer narrative:
Product ID 3093-28, lot# v308477, implanted: 2010 (B)(6); product type lead product ID 3095-10, serial# (B)(4), implanted: 2010 (B)(6); product type extension. (B)(4).

Event description:
The consumer via the manufacturers's representative reported that the device did not work and never worked. The patient went to the health care professional (hcp) and it was noted the hcp said" that's not the way it works". The patient was indicated for urinary dysfunction/ sacral nerve stim. No further information was provided. If additional information is received, a follow up report will be sent.